Event description:
It was reported that during a training/demo the universal surgical manipulator (usm) is drifting in the left side while the clutch was pressed. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.